Manufacturer narrative:
The exact cause of the delamination is unk. No sample was returned for eval. The hospital was not able to provide any further product lot or case info. An investigation was completed by the mfg supplier. Mfg processes, controls, equipment maintenance, and source materials were reviewed. No changes or deviations from procedures or specifications were identified. The instructions for use for the cormatrix ecm for carotid repair states, "if delamination is observed, do not implant the cormatrix ecm".

Event description:
On 02/05/2015, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that a hospital has experienced delamination along the edge of the ecm patch following hydration. The ecm was hydrated for approximately 20 seconds in room temperature saline. Delamination was noted during suturing. The surgeon indicated that they continued to suture the patch into place and that there were no procedural delays or complications. The site indicated that they have experienced similar incidents in the past but have not experienced delamination in recent cases. The hospital was not able to provided any further product lot or case info.